Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates of 270 units. Reportedly, the cartridge was filled with 460 units of insulin. In addition, when the insulin gauge displayed that the cartridge was empty, approximately 100-200 units remained in the cartridge. Blood glucose level was 330 mg/dl. Reportedly, the customer continued using the pump for continued insulin therapy.